Event description:
The initial reporter stated that the pump was displaying alarms on the pump screen, but did not make any audible sound. Mmdg did follow up with the initial reporter who stated that there had been no harm to the patient due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.